Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an "occlusion" alarm randomly. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one cs 064 call service alarm was recorded on (B)(4) 2014. Visual inspection revealed that there was moisture behind the display. During a 24 hour duration exercise, the pump lost power due to the battery discharging and moisture damage in the pump. A new battery was placed into the pump to continue investigation. A leak test was performed and a case seal leak was found. The pump case was removed and moisture damage was observed on the printed circuit board and on the motor flex connector. The complaint that the pump randomly emitted a cs 064 call service alarm was not able to be adequately investigated due to the moisture damage.